Event description:
It was reported that the device was explanted after an implant duration of approximately 87.23 months. On (B)(6)2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis and mitral regurgitation. Per the operative report of (B)(6)2010: "the mitral valve was exposed through a standard left atriotomy incision between the atrial septum and the right superior and inferior pulmonary veins. Visualization of the mitral valvular apparatus was enhanced by placement of carpentier mitral retractor blades. The mitral valve was severely destroyed with infection with several large vegetations noted. The entire valve and sub-valvular structures were resected."

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report were received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.